Event description:
Urine collection hat for toilet was noted that there is a difference of 75-100cc when measuring - markings are not accurate.

Event description:
Urine collection hat for toilet was noted that there is a difference of 75-100cc when measuring- markings are not accurate.